Manufacturer narrative:
Device is an instrument and is not implanted/explanted a review of the device history records was performed and revealed that orchid unique manufactured the cannulated connecting screw, part #03.010.146, and lot #(B)(4) on po #1560155, for 172 pieces delivered august 16, 2013. Initially, the part conformed to the supplier¿s certificate of conformance, dated (B)(4) 2013 (corrected per ncr), and synthes final inspection sheet #(B)(4), revision ¿c¿. The parts were released to the warehouse on (B)(4) 2013. Nonconformance reports (ncr) 1092510 was issued on (B)(6) 2013 for incorrect heat treatment listed on the certificate of conformance; the supplier corrected the certificate, the parts were determined to be conforming, and the ncr was closed on (B)(6) 2013. The cannulated connecting screw was made to the synthes drawing p/n (B)(4), revision ¿c¿, released on (B)(4) 2009. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was completed. The returned connecting screw was received in decent condition, with minimal superficial scratches. The tab on the insertion handle and the corresponding region in the proximal nail which interact with the insertion handle were both bent torsionally. Based on the damage sustained by the returned parts and appropriate technique for nail insertion, it is most likely that the complaint condition occurred due to the connecting screw attaching the nail to the insertion handle not being completely tightened. It is stated in the technique guide to confirm that the nail is securely connected to the insertion handle, especially after hammering. The torsional bending to both the insertion handle tab and the proximal end of the nail indicate that the nail/handle construct was excessively torqued and or hammered while the connecting screw was not fully threaded into the nail as indicated. The design files of the device were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported hat during a procedure to repair a tibial oblique fracture, there was difficulty utilizing the guide to disengage a coupling screw from a nail. The tang of the insertion handle was bent and the originally inserted nail was damaged. A shorter insertion handle and a different nail were used. There was a surgical delay of 5 minutes. The procedure was successfully completed with no patient harm this is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon completion of proximal locking the tibial nail in flecton, the surgeon tried to remove the coupling screw that joins the insertion handle and the tibial nail. The coupling screw would not disengage from the tibial nail. The decision was made to remove the proximal locking screw to allow the extraction of the tibial nail for inspection. The alignment tang on the insertion handle was bent and the titanium around the tang space on the nail was distorted. The shorter insertion handle and an additional tibial nail was opened and used to continue on with the case in a normal fashion.